Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined that the motor speed was not stable, the unit was out of calibration, the control bar was not in the correct position, the insulation of the cable was damaged, and the bearings were worn. The unit was recalibrated and the motor, plug harness assembly, and bearings were replaced and resolved the reported issue. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Event description:
It was reported that the device was in need of repair for unknown reason. No further information provided. Investigation showed the motor speed was unstable.